Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. E1: telephone: (B)(6). G2: foreign: japan.

Event description:
It was reported that during kit inspection the unit's handle was unable to perform up and down motion and was unable to advance forward. As the event was outside of surgery no patient harm or surgical delay occurred. Due diligence is complete.

Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 d4 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the ratchet handle was stuck and could not perform the up and down motion. The ball detent and bearing were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.